Event description:
It was reported the customer received a motor error alarm during a prime. Customer also reported their insulin pump shutting down and receiving a no delivery alarm prior to the motor error alarm. It was found the customer's settings were cleared when the insulin pump powered on again. Customer's blood glucose was 102 mg/dl. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test due to motor error alarm. Unable to confirm e70 in alarm history due to history file was over written. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.